Manufacturer narrative:
Investigation summary: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. A review of patient records provided at the most recent follow-up confirmed that the reported ventricular threshold increased to 4v, as well as ventricular capture failure, occurring since (at least) (B)(6) 2024. Based on available information, the lead has dislodged from its position; however, as no x-rays were provided, it is not possible to visually confirm it. Lead dislodgement likely occurred due to external factors, such as patient physiology, or physician preferred implant site, etc. Lead dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, during a follow-up on (B)(6) 2024, a threshold increase of rv lead (vega r52, sn: (B)(6) due to dislodgement was identified and explanted to same model lead on (B)(6) 2024. It was scheduled to be repositioned, but it was explanted due to the poor condition of the screw with a piece of tissue entrapment.